Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood as instructed in the user's guide. Evaluation of the returned cartridge identified an effluent leak in the disposable effluent fluid path. The occurrence of similar leaks has been investigated and appropriate action has been taken to reduce the occurrence of leaks. The user's guide includes adequate warnings for the operator to periodically check the system for leaks, as the cycler may not sense slow leaks and to terminate the treatment if a leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. Risneback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.